Event description:
Our office reported that a female patient experienced "photophobia, red and pain" following use of complete moistureplus multi-purpose solution. Patient report indicates that a doctor diagnosed "corneal ulceration" and she received treatment (unknown). Patient recovered.

Manufacturer narrative:
Results from chemistry testing on a retained unit from the same lot were within specifications. No deviations were noted from batch record review.